Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the truliant knee clinical study; approximately fourteen days post initial tka, this (B)(6) female patient came to follow up appt with swollen knee. Fluid was drained. Patient was then transported to the emergency department for a syncopal event. Irrigation and debridement with poly exchange was performed a day after. Cultures were taken intra-operatively shown positive for infection. Patient started on 6 weeks antibiotics. Per clinical study this event is not related to the device but related to the procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by the truliant knee clinical study; approximately fourteen days post initial tka, this 61 y/o female patient came to follow up appt with swollen knee. Fluid was drained. Patient was then transported to the emergency department for a syncopal event. Irrigation and debridement with poly exchange was performed a day after. Cultures were taken intra-operatively shown positive for infection. Patient started on 6 weeks antibiotics. The event is not related to the device but related to the procedure. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.